Manufacturer narrative:
(B)(4). Date of follow-up report 1: 12/21/2015, date of follow-up report 2: 03/04/2016. The product was not returned. A video was provided by the customer for analysis. The device in the video appeared to meet specification. However, the root cause of the reported event is undetermined since the actual device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure sealing was incomplete near the spleen while working on gastro-splenic ligament. Another incomplete seal occurred while working on left gastric artery. The patient lost approximately 800cc of blood. The patient was on the medication of warfarin. The current patient's condition is fine.

Manufacturer narrative:
(B)(4). Date of initial report : 10/09/2015. Date of follow-up report : 12/21/2015. Additional information from customer added.

Event description:
The customer reported that the patient received a transfusion.